Event description:
It was reported that alarm pages from the pt net central station were not arriving at the nurse pagers. There was no injury or death or loss of monitoring associated with this event. A missed alarm page could result in a delay of treatment for a critical physiological event. It is possible that the caregiver may rely on the pager as a primary source of alarm notification. The event may be a device malfunction. Recurrence of this possible malfunction could be likely to cause or contribute to a death or serious injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.